Event description:
During a left tfn procedure surgeon inserted the nail and then inserted the blade. Surgeon tried to advance the blade without success even with putting the locking mechanism in the un-lock position. Surgeon could not remove the nail as the blade was stuck in the nail. Surgeon split the bone to remove the nail and the blade together. Pt was revised to another nail and blade, procedure was completed. This is 1 of 2 reports for this event.

Manufacturer narrative:
A review of synthes device history records for mfg revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint sys.